Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was being repositioned during implant and the physician had trouble removing the lead. Once removed, it was noted that the helix was not functioning smoothly. The lead was not used and a different lead was placed. No patient complications have been reported as a result of this event.